Event description:
Two nursing assistants were attempting to lift a resident to place her in a gerichair when the seat of the lift came apart in one corner and the resident fell to the floor and sustained a laceration to the back of her head and required three sutures.device not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: invalid data. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration, modification of device - by user, modification of device. Conclusion: device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.